Event description:
Bd integra 3ml syringe with retracting precision glide needle. This syringe was used in our health dept on two different occasions to give routine immunizations. On these two dates, leakage was noted, while giving the immunization, around the area where needle connects causing both of these immunizations to have to be repeated. Dates of use: 2009.